Event description:
It was reported double beeping with cassette was experienced during testing. No patient/no injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a scratched screen. The customer stated problem was not duplicated. The device was started in application, no problems found with beeping. Replaced downstream occlusion sensor as a preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.